Event description:
It was reported that multiple intermittent insulin gauge fill estimates remained static. Customer¿s blood glucose ranged between 150-200 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin delivery.